Manufacturer narrative:
Corrected information: d4 primary unique UDI number. Additional information: f9 approximate age of device. Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient was patient implanted with a columbus cr dd glid.surface t1/1+ 14mm (part # nn212) on an unspecified date. Reportedly the patient had significant stiffness and has a revision surgery scheduled for (B)(6) 2024. The revision will be for a right total knee arthroplasty of polyethylene exchange. An implant kit was confirmed to be available for shipment to the customer facility.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.